Event description:
An advocate in canada stated at approximately 2:30pm his sister received a blood glucose reading above 33.3mmol/lon the contour. She exhibited symptoms of weakness, dizziness and fainting. She was taken to the hospital and given 10cc of insulin. Two hours later with the same meter, her blood glucose was 25mmol/l, so was given another 10cc of insulin. After three hours her reading was down to 12mmol/l. She was discharged around midnight. Product was not replaced.

Manufacturer narrative:
The product information was not provided, so the manufacture date could not be determined. In some countries outside the us, customer information is not provided due to privacy laws; only the initial reporter's name was provided.